Manufacturer narrative:
A questionnnaire was completed by dr. And the unk info was not provided. The MFR date and the mfg site are unable to be determined without the cat number and lot number. No evaluation was performed as the product was not returned.

Event description:
X-rays revealed cslp broke. The plate was not removed from the pt.